Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed are trying to initiate hypothermia on a patient. The target temperature is 33.5c and patient temperature 32.5c , the arctic sun device was alarming patient below temperature and therapy keeps stopping. They walked through accessing the event log, device alarmed 15 and 50. They confirmed with nurse they are using an esophageal probe on the patient. They stated their only second temperature source is skin probe. The biomed plug the esophageal probe into the bedside monitor, patient temperature correlating and they plug the probe back into the device temperature cable and flex the temperature cable. The patient temperature did not fluctuate and explained the alarms are erratic temperature alarms. The biomed states they do not have an ng or og tube in place that could have been flushed at any point. The biomed restarted therapy while on the phone, water temperature 23.6c and water flow rate 0.9 - 1l/min. Patients temp continued to drop while on the phone, by end of the call patient temperature 31.9c. Therapy running, nurse had to go so informed nurse I would follow up in a little while to check on the patient. Called nurse back at 5:30pm and nurse states no alarms have returned, therapy is running. The current patient temperature 33c and water temperature 39c. The explained the patients temperature was consistently dropping quickly before prior to the device having time to heat the water. It may be possible the device was reading this as an erratic temperature. They informed biomed if they have any other issues to call us and they states the transport team is here because the patient is transferring hospitals.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed were trying to initiate hypothermia on a patient. The target temperature was 33.5c and patient temperature 32.5c , the arctic sun device was alarming patient below temperature and therapy keeps stopping. They walked through accessing the event log, device alarmed 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). They confirmed with nurse they were using an esophageal probe on the patient. They stated their only second temperature source was skin probe. The biomed plug the esophageal probe into the bedside monitor and the patient temperature was correlating, and they plug the probe back into the device temperature cable and flex the temperature cable. The patient temperature did not fluctuate and explained the alarms were erratic temperature alarms. The biomed stated that they did not have a nasogastric or orogastric tube in place that could have been flushed at any point. The biomed restarted therapy while on the phone, water temperature was (wt) 23.6c and water flow rate (wfr) 0.9 - 1l/min. Patient temperature continued to drop while on the phone, by end of the call patient temperature was 31.9c. Therapy running, nurse had to go and follow up in a little while to check on the patient. Called nurse back at 5:30pm and nurse stated that no alarms have returned, therapy was running. The current patient temperature 33c and water temperature 39c. The explained the patient temperature was consistently dropping quickly before prior to the device having time to heat the water. It might be possible the device was reading this as an erratic temperature. They informed biomed if they have any other issues to call them and the transport team was here because the patient was transferring hospitals.

Event description:
It was reported that biomed are trying to initiate hypothermia on a patient. The target temperature is 33.5c and patient temperature 32.5c , the arctic sun device was alarming patient below temperature and therapy keeps stopping. They walked through accessing the event log, device alarmed 15 and 50. They confirmed with nurse they are using an esophageal probe on the patient. They stated their only second temperature source is skin probe. The biomed plug the esophageal probe into the bedside monitor, patient temperature correlating and they plug the probe back into the device temperature cable and flex the temperature cable. The patient temperature did not fluctuate and explained the alarms are erratic temperature alarms. The biomed states they do not have an ng or og tube in place that could have been flushed at any point. The biomed restarted therapy while on the phone, water temperature 23.6c and water flow rate 0.9 - 1l/min. Patients temp continued to drop while on the phone, by end of the call patient temperature 31.9c. Therapy running, nurse had to go so informed nurse I would follow up in a little while to check on the patient. Called nurse back at 5:30pm and nurse states no alarms have returned, therapy is running. The current patient temperature 33c and water temperature 39c. The explained the patients temperature was consistently dropping quickly before prior to the device having time to heat the water. It may be possible the device was reading this as an erratic temperature. They informed biomed if they have any other issues to call us and they states the transport team is here because the patient is transferring hospitals.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.